Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic), designator u63.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had failed a user test. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that its defibrillation function was inoperative.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had failed a user test. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that its defibrillation function was inoperative.